Manufacturer narrative:
Model/catalog #8229737. Please note: although there is no known lot number for the reported device (model # 8229737) in this event, this product complaint is related to the investigation and subsequent recall based upon multiple field complaints with this failure mode for products in distribution between may 2012 and february 2013. Medical device removal #(B)(4).

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was discarded by the user facility.

Event description:
It was reported that during the procedure the emg tube cuff would not stay inflated. Reportedly, the cuff began to leak and they continued to inflate the cuff and use the emg tube without any problems to the patient. It was noted that the leak is coming from the lumen where the cuff is connected to a syringe and inflated. There were not anomalies identified during pre-procedure test inflation. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.